Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had pink inside the scope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d2, d3, d4, d9, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal damage of channel tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause of contamination could not be established; channel tube damage - component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed appropriate reprocessing procedures followed for the device, with no prior patient usage of the device with foreign material.